Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was automatically shutting down. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Through follow-ups, key market (km) reported that there was no patient involvement. Through follow-ups, km indicated that the reported problem was confirmed. The manufacturer's field service engineer (fse) was dispatched to the site and observed that the power supply was defective. Fse replaced the power supply and the main harness to address the reported problem. The unit was returned back to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit was automatically shutting down. Through follow-ups, key market (km) reported that there was no patient involvement.